Event description:
It was reported that intermittent capture on the right ventricular (rv) lead was observed via remote and in-clinic follow-up. The patient is believed to have exit block. The rv lead was explanted and replaced. No adverse health consequences; the patient was stable.